Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the lens was folding in the pre loaded inserter. The leading haptic would advance straight in the cartridge, then would exit the inserter straight down and to the right as if the leading haptic was twisted. Once observed, the surgeon would exit the wound before the iol could deliver. Then the staff would remove the iol from the cartridge and manually load the iol into a company cartridge and deliver through a company inserter. No patients were affected/harmed. Additional information has been requested.